Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. The machine did not alarm and test strips were not used to confirm the leak. Estimated blood loss was 300cc. The pt had no adverse effects and no medical intervention was required. The pt did completed treatment sample has not been returned to MFR for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.